Manufacturer narrative:
Sorin group USA received a medwatch report describing an oxygenator that was occluded by a clot during an ECMO procedure. The medical device named in the report was a stockert siii pump. The hospital's legal assistant was contacted about the incident on 12/12/08. She indicated that the stockert pump did not cause or contribute to the clot formation. Per the legal assistant, the reason for filing the medwatch report was to alert other ECMO users about the potential for clot formation during ECMO procedures. The problem was related to how the personnel reacted to the situation. There was no device problem. Per the legal assistant, the pump should not have been implicated in this report. No further action is required.